Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. It was noted the patient is in atrial tachycardia/atrial fibrillation (at/af) at all times. It was also reported there were low amplitude p and r waves. The ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.